Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of deflections signals, leading into pacing inhibition on the rv channel and an asystole of more than two seconds. It is suspected that deflections are from an old, abandoned lead. The oversensing happened during atrial tachy response (atr) episodes. Additionally, the rv lead exhibited high pacing thresholds and noisy signals in the rv and left ventricular (lv) channel. It was discussed that there were not indicators of a possible header, seal plug or setscrew issue. Technical services (ts) recommended reprogram options. This rv lead remains in service. No adverse patient effects were reported.